Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal with lymphadenectomy prostatectomy surgical procedure with single-port (sp) system, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-recoverable error occurred, and the customer was unable to use monopolar energy. In addition, the sp energy shield monitor (esm) leds were not lit up. The customer power cycled the system, but monopolar curved scissors (mcs) instrument and neutral pad indicator were still blinking. The customer power cycled the integrated electrosurgical unit (iesu), but the issue persisted. The customer had to continue the procedure with bipolar instruments. The procedure was completed with no reported injury. Intuitive followed up with the clinical sales representative (csr) and obtained the following additional information: monopolar energy did not work at all.